Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two days after a ventricular tachycardia (vt) ablation procedure, the patient heard beeping from his implantable cardioverter defibrillator (ICD). Device interrogation revealed that therapies were off and had not been turned on following the procedure. Device therapies were turned back on and the device remains in use. No patient complications have been reported as a result of this event.